Event description:
It was reported that during an atrial fibrillation procedure an intellanav mifi oi ablation catheter was selected for use. A temperature error was displayed on the maestro controller, therefore, the catheter was disconnected and reconnected to clear the error. However, the sensed temperature was higher than expected. The maestro pod was unwound so it would not overheat, it was also disconnected and reconnected, but the issue persisted. It was then replaced but this did not solve the issue. As a result, this catheter was replaced and the problem was resolved. There was a bad temperature sensor in the tip of the catheter. The procedure was completed without any further issues or patient complications. This catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Electrical and continuity tests were performed, and the device showed all results were within specification. Additional testing was performed, the device was able to complete an ablation without any difficulties. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specification. Flow testing was performed, the catheter was attached to a pump to test the saline flow, no anomalies were noted in all six irrigation ports. There is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an atrial fibrillation procedure an intellanav mifi oi ablation catheter was selected for use. A temperature error was displayed on the maestro controller, therefore, the catheter was disconnected and reconnected to clear the error. However, the sensed temperature was higher than expected. The maestro pod was unwound so it would not overheat, it was also disconnected and reconnected, but the issue persisted. It was then replaced but this did not solve the issue. As a result, this catheter was replaced and the problem was resolved. There was a bad temperature sensor in the tip of the catheter. The procedure was completed without any further issues or patient complications. This catheter was received and laboratory analysis was performed.